Manufacturer narrative:
The set screw was returned and visually inspected to confirm the failure mode outlined in the description of the complaint. The set screw threads were sheared in a vertical direction, indicating that the set screw was cross-threaded. It cannot be confirmed when or how this occurred. Intraoperative warnings: breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel. Implants and components should not be bent, reshaped, contoured, or otherwise modified. Use great care to ensure that the implant surfaces are not scratched or notched.

Event description:
On 23 mar 2026, seaspine/orthofix was made aware of a 45-minute surgical delay involving the mariner deformity spinal system. Per the reporter, the surgeon had trouble seating the final left l4 set screw into a uniplanar extended tab screw. Additionally, the reducers could not reduce the rod fully and disconnected from the tulip. Ultimately the screw and set screw were removed and replaced and the case was successfully completed. This report is for the associated set screw.